Manufacturer narrative:
(B)(4). Evaluation: no iap parts or recorder strips were returned for evaluation at the (B)(4) teleflex facility due to contamination. All contamination parts were replaced by field service engineer. Blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." The IFU states: 'if you suspect balloon perforation: immediately stop pumping. Consider tapering or discontinuing anticoagulation therapy. Remove iab from patient, using recommended removal technique" see other remarks section. Other remarks: a device history record (DHR) review was conducted for the iabp and pump assembly serial / lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blood contamination in the pump" is confirmed by the field service representative. This type of complaint will continue to be monitored for any developing trends. The root cause is undetermined.

Event description:
It was reported via a field service report: (B)(4). Symptom: pump has been contaminated with blood. Findings/action taken: replace contaminated parts. Fcn level: 1416, software level: 2.24. Op = on patient.

Manufacturer narrative:
(B)(4). No parts returned to manufacturer.

Event description:
It was reported via a field service report: (B)(4). Pump has been contaminated with blood findings/action taken replace contaminated parts fcn level: 1416, software level: 2.24 op = on patient.